Manufacturer narrative:
On 12/12/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 12/17/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/09/2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation a tear was noted in the anterior view, measuring approximately 1.6 cm. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. It is possible that the root cause of the deflation was the accident with the dog in which the patient was involved. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, generalized illness, chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 230cc on the left, and 290cc on the right. Saline breast implants which the left side deflated after implantation. The report indicated patient came in with a little of soreness on the left side, and it looked a little smaller. Patient felt the left breast had become smaller than the right and the pain symptoms persisted, patient had developed pain and burning after being injured by a dog. Doctor confirmed during (B)(6) 2019 left deflation. Patient mentioned she had some respiratory issues, skin issues, and thyroid issues over the years. As a result patient had the implants removed with no replacements on (B)(6) 2019. This report is for the left side.